Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a "localizer connection fault" message when the system was booted up. The clinical consultant (cc) reported that the amber light on the camera was turned on. While troubleshooting onsite the cc confirmed there was a "localizer faulted" message. Cc opened network device interface (ndi) toolbox and reported that bump and internal temperature warnings were on. There was no patient involvement. (B)(6) 2025 iud: no new information

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot #: p906035, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera/positioning sensor unit (psu) was replaced. The returned psu had scratches on the housing and lenses. Event logs report intermittent firmware incompatibility, and intermittent faults indicating illuminator voltage measured lower than recommended operating voltage. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. The psu failed an accuracy test (aak) at .372mm, with a passing threshold of 0.250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID updated to: 9735821r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, additional information: section e updated. Correction: additional report source in g2 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.